Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. Customer's blood glucose was 217 mg/dl. Customer stated the device was dropped a few days prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.